Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after breakfast an occlusion alarm occurred on an ilet using a contact detach infusion set, after which blood glucose rose to 286 mg/dl; the user began a supply change before contacting support, and the agent assisted in completing the infusion set change and resuming therapy, with education provided on monitoring and to call back if issues persisted. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevated blood glucose above 180 mg/dl for about one hour without medical intervention, assistance needs, or hospitalization; the user used backup therapy to address the high glucose. Investigation included remote troubleshooting support and review of the reported occlusion alarm and infusion set replacement. Investigation of this case revealed that the occlusion resolved only after the supply change, consistent with an infusion set or tubing blockage associated with the insulin delivery pathway. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set, with user-led supply change restoring function.